Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up, high ventricular rate episodes were noted with noise on v lead. Patient is dependent and some very short episodes of pacing withheld. On (B)(6) 2020, the lead was capped due to oversensing and noise. The patient was stable.